Event description:
Rptr alleged the customer obtained discrepant blood glucose values of 159 mg/dl back to back with a result of 83 mg/dl when testing was performed 1 min apart on the aviva sys. Rptr stated the customer took his normal insulin and no other actions or treatments were reported. A request was made for the return of the suspect prod and replacement prod was sent.